Event description:
Additional information received noted that in (B)(4) of 2013, they replaced the patient's whole system because it was shutting off. The patient had representative check the system and 75% of the leads were not working.

Manufacturer narrative:
Product ID 3889-28 lot# v864451, implanted: 2012 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient

Event description:
It was reported that the patient felt her device wasn't working; didn't feel the pulsating and it didn't feel like it was on. Regarding how long it had felt like that, it was noted a good 4 months. The patient wanted to make sure before her surgery on monday (B)(6) 2013 that her implant was working as it was intended. The surgery was gastric bypass surgery and was not related to the device. No stimulation sensation was noted. There was no known accident or incident related to this complaint. There were symptoms. The patient was not able to adjust stimulation. The device was powered off. It was on 4.7v on program 2 with no lightning bolt. It was reviewed the device was off. The patient was walked through how to adjust her setting down to 0.0v before turning the stimulation back on. The patient had questions regarding how did it shut off. Patient services had the patient turn the stimulation on with upper left hand blue key and confirmed that patient had lightning bolt in upper left hand corner. The patient was at 2.0 right now and didn't feel it. The patient went up to 4.0 and still didn't feel it. At 4.7v the patient still didn't feel it. The patient was laying. The patient was asked if they could change positions to sitting. The patient still didn't feel it. The patient increased up to highest setting (8.5v) and got upper arrow with line across it and still was not feeling sensation. The patient decreased it back down to 0.0v. Then had patient turn stimulation off. Patient changed to program 3 at 4.7v and decreased down to 0.0v before turning back on. The patient wondered if this would this be the reason she was loosing some of her bowels. The patient was all the way to 8.5v and she didn't feel a thing and this was the highest she could go. The patient changed to program 4 which was at 5.1v and the patient brought it down to 0.0v before turning it back on. The patient then went up as high as 5.8v on program 4 and it wouldn't let the patient go any further. The patient was still not feeling any sensation. The patient had dissatisfaction with their healthcare provider and re presentative's service. The patient felt they didn't know how to use it. It was reviewed her pet and how she interacts with neighborhood. Regarding if the patient had any falls, trauma, surgical procedures in the last four months, it was noted that the patient had a shoulder surgery less than a year ago but not in the last four months. It was also reported that the patient was experiencing a loss of therapy control. It was also reported that the patient's doctor was too far away and she was looking for someone closer. The closet doctor was 45 min and the patient said it was too far. The patient needed the device adjusted. The last time she had seen a doctor was over a year ago. The patient was upset and had just had surgery on monday which was not related to her device. It was also reported that the patient was having problems with her intestim system and it hadn't worked for several months. The patient had surgery coming up next week (colorectal surgery, this reporter was unsure if surgery related to her system). The current status was that the patient had been told to make an appt with a local doctor (her interstim doctor was too far away) and then have that physician contact the manufacturer to arrange a time for a representative to be there to check the patient's system. Additional information received noted that there was no known cause of this event. The issue was not resolved. The representative was able to find a program where the patient felt stimulation appropriately. The representative met with the patient on september 12. Impedances were outside of the normal range on all combinations except for 2. The patient had an appointment to see an interstim physician on september 25. They planned to get her scheduled for a revision on that day. The patient outcome for now was that she was feeling stimulation on her one and only working program. Revision was planned. If addtional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3889-28, lot# v864451, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
Additional information received noted that the patient received a new lead and neurostimulator on (B)(6) 2013. The original lead and neurostimulator was removed. The patient was doing well.